Manufacturer narrative:
The network unit (lot number: 018017a02625) was returned and analyzed. The returned unit was mis-configured as initially it wouldn't ping on any port. Once a factory reset was performed, the unit functioned, as intended. Codes b01, c02, and d02 apply. The pcoip (lot number: 671ag4tg52j) was returned and analyzed. There was no failure found with the device. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; product ID: 9735796, serial/lot #: unknown, ubd: unknown, UDI#: unknown ; product ID: 9735798, serial/lot #: unknown, ubd: unknown, UDI#: unknown ; product ID: 9735783r, serial/lot #: unknown, ubd: unknown, medtronic representative went to the site to test the equipment. Testing revealed that all connections were checked from the network point of view. The network device interface (ndi) toolbox was opened, and there was a message that appeared that the clock was not set up properly. It was adjusted, and a reboot was performed. Later, the camera, pcoip (pc-over-ip) client, 5 port network switch, and power over ethernet (poe) injector were replaced. The navigation system then passed the system checkout and was found to be fully functional. The camera (9735821r) was returned to the manufacturer for analysis. Analysis found that the returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility and intermittent low illuminator current. There were also many intermittent entries for sensor bit functioning. The psu also failed an accuracy test (aak) at 0.678mm with a passing threshold of 0.250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, c040103 and fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, c08 and fdc d02 are applicable to the camera (9735821r) hardware analysis. Multiple annex g codes were reported. G05001 corresponds to the concomitant product 9735821r. G0200703 corresponds to the concomitant product 9735796. G02021 corresponds to the concomitant product 9735798. G02017 corresponds to the concomitant product 9735783r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer was not connected on the first boot, but worked on the second. There was no patient involvement.

Manufacturer narrative:
H3: the power over ethernet (poe) injector (product: 9735798, lot: 177005474drc08) was returned to the manufacturer for analysis. The poe injector was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. H6: fdm b01, fdr c19, and fdc d14 previously reported are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.